Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient felt a surge of stimulation and then no stimulation. It was documented that patient tried to turn stimulation on using patient programmer; however, she had to use ins recharger and was able to turn stimulation back on. It was mentioned the patient had stress test in april and went through security device last weekend. It was noted patient had a surge and loss of stimulation. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.